Event description:
This complaint is now reportable based on the analysis completed on 07/20/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x28mm taxus liberte drug eluting stent (des) was unable to cross the 86% stenosed right coronary artery (rca). The lesion was predilated with a 2.0x20mm unspecified balloon. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Visual examination noted the presence of stent damage. The stent was slightly bent in two locations and some stent struts were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product. The most probable root cause of this complaint can be attributed to operational context.